Event description:
Report received of an underdelivery of vancomycin. The pump was progrmmed to deliver 500ml/hr on the secondary line. Reportedly, the solution was taking longer to infuse than expected. The nurse reported that at the time they expected the volume to be completed, approximately half of the solution remained in the bag. The nurse continued using the pump until the solution was completed. Once the vancomycin was completed, the pump was exchanged. The patient did not experience any adverse effects. Though requested, there was no further information available.